Manufacturer narrative:
(B)(4). Batch # m5577l. The lot history records were reviewed and the manufacturing criteria were met prior to the release of the lot. Additional information was requested and the following was obtained: what were the indications for surgery: lap sigmoid colon resection for diverticulitis; who fired the device and what is his/her experience: the surgeon fired the device. He has fired the device multiple times (uses competitive eea on consistent regular basis at another hospital). For the first device that was fired: where within the green range was the device fired: when closing the device, he closed so tight that the orange line was below the green range, moved the line back up to the start of the green range; was there any audible or tactile feedback: when he fired the device, he heard the crunch and felt the crack; were the washers inspected, if so, please describe: the donuts were inspected and not full. The washers were both on the anvil side of the device; describe the shape of the malformed staples: there were minimal staples present. Unsure if they were from the original staple line, or the circular. They were barely formed b¿s. For the second device that was fired: where within the green range was the device fired: at the bottom of the range; was there any audible or tactile feedback: yes; were the washers inspected, if so, please describe: yes, looking for complete donuts. The distal end had a complete donut, but the proximal end did not; describe the shape of the malformed staples: staples appeared to formed correctly on half the stapler, but a normally ¿u¿ shape on the other side. Two of the malformed staples should have been returned from this firing. Regarding the 2-3 staples that were pulled out, please describe the shape;¿u¿ shaped what was the specific cause for conversion to open: the surgeon had to convert to open due to the fact that the rectal stump was very distal, and there were openings on each side of the colon. He wanted to extracaporelize the colon to sew the anvil back in. What is the current patient status: normal as far as we know. The analysis results found that the cdh29a device arrived and in good visual condition. The breakaway washer was present and uncut and the device was fully loaded with staples, indicating that the device had not being fired. The device was tested for functionality with the returned washer and it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The anvil was attached on the device completely and without any difficulties and did not detach during functional testing. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.

Event description:
It was reported that during a laparoscopic converted to open sigmoid colon procedure, when the device was used to create the anastomosis, the surgeon tried to fire, but it did not staple completely; the staples were not formed properly. Also, when the tissue donuts were inspected, they were not complete. A second device was opened to redo the anastomosis. The anvil was hand sutured in place, however, after the circular stapler was introduced transanally, the anvil and stapler could not be lined up correctly; they could not marry the anvil to the trocar spike. The circular stapler was removed and placed on the mayo stand while the procedure was converted to open. When the second stapler was attempted to be used again, it was caked with blood, so it was set aside and a third circular stapler was opened. The anvil was replaced and no excess tissue had to be removed. The third circular stapler was closed within the green range, the surgeon waited approximately 15 seconds before firing; the safety was removed, the stapler was fired, and then held for a few seconds. The stapler was opened approximately half a turn and removed from the patient. When the donuts were inspected, the distal rectum donut was fine, but the proximal sigmoid side was incomplete. Additionally, the staples were malformed and 2-3 staples were able to be pulled out. The anastomosis was hand sewn to complete the procedure and leak checked fine. The entire case last about four to five hours, which was significantly longer than usual. There were no additional reported consequences as a result of the extended anesthesia time and the surgeon commented that very little blood had been lost in the case; no transfusion required. There were no reported changes to the post-operative care of the patient.

Manufacturer narrative:
(B)(4). Date sent: 4/6/2016. Additional information: e4, f1, f2, g3, h2 - attachment: [facility mw (B)(4)].

Manufacturer narrative:
(B)(4). Date sent: 6/27/2016. Additional information was obtained: the surgeon saw the patient the morning of (B)(6)2016 and the patient is doing fine.

Manufacturer narrative:
(B)(4). Corrected data: h10 this report is being submitted per the request of FDA to correct h10, related report field.